Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient removed his sensor and noticed bleeding. The patient applied pressure and a band-aid to the area. However, the bleeding became excessive and covered his shirt. Therefore, he went to the emergency room (ER) for evaluation. At the ER, the patient was given a blood anticoagulant, a tetanus booster, and stitches were placed at the sensor site. It was reported that the patient does routinely take blood thinners, and he does bleed easily. It was not specified how long the patient was in the ER prior to being discharged. At the time of report, the patient¿s stitches had been removed, and the area was red. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.